Event description:
Needle hub of 18 gauge aspiration needle included in kit leaked in 2 kits on the shelf. The manufacturer was notified by phone and reporter shall ship one of the needles to them for evaluation.